Manufacturer narrative:
The customer reported that the power management (pm) board was replaced, and it resolved the issue then came back again with the issue. Further troubleshooting by product support, the cpu board was replaced to address the reported issue. The customer loaded the software. The product support followed up with the customer and confirmed that the load option codes were successfully installed.

Manufacturer narrative:
Report date: 01sep2021. There was no patient involvement.

Event description:
The customer has a check vent error code backup alarm failed. This error comes up every time he powers on the unit. The customer reported that the unit was not in use on patient. The customer contacted product support and was recommended parts: cpu software 3.00, cpu pcba software 2.30, and power management pcba. Customer was transferred to the parts team for customer pricing. Further information is pending.